Manufacturer narrative:
Stryker further evaluated the customer¿s electrodes at the product assessment center (pac) and the technician was not able to verify reported issue. No malfunction was found. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not recognize therapy electrodes and it failed to provide defibrillation therapy during intervention on a patient. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer's therapy electrodes will be further evaluated by stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not recognize therapy electrodes and it failed to provide defibrillation therapy during intervention on a patient. The patient associated with the reported event did not survive.